Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) threshold raised obviously, and the battery output did not adjust to the safety range although automatic threshold function was on. Diagnostic testing/troubleshooting performed. The ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.